Manufacturer narrative:
The insulin pump received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing reservoir tube o-ring, missing end cap, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump casing had broken off and the reservoir would not stay in the pump. The customer's blood glucose level was reported to be 144mg/dl. It was reported that the pump was out of warranty. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.